Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# va08xpt, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va06xnu, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that during an implant procedure the operating surgeon ¿could not get the new lead to hold.¿ it was stated that ¿every time the surgeon would pull back on the lead it would move.¿ it was reported that ¿it was almost like the lead did not have tines on it.¿ the reporting manufacturer representative reported they ¿did not believe it was due to the physician¿s technique but instead due to the lead.¿ a second lead was used and ¿resolved the issue.¿ a supplemental report will be filed if additional information becomes available.